Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/25/2014 with the following findings: investigation revealed that the battery compartment was cracked. Unrelated to the battery compartment issue, investigation revealed that the keypad was torn/cut at the down arrow button. The keypad buttons were observed to be functioning normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. This report is made based on results of investigation completed on 11/25/2014.